Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had battery charging failed before use. No patient involved.

Manufacturer narrative:
Another initial reporter: (B)(6). Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.